Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis and a log file was submitted for review that showed events spanning approximately 11 days (B)(6) 2025 ¿ (B)(6) 2025 per timestamp). Backup battery fault alarms due to the backup battery not passing the load test were active on (B)(6) 2025 from 14:39:08 - 14:58:47. The backup battery did not pass the load test due to the unloaded voltage being under the allowed threshold. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2025 at 14:45:17 for a system controller exchange. There were no other notable alarms active in the log file. Additional information provided on 24feb2025 stated the exchanged backup battery would not be returned for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action investigation was initiated to investigate backup battery fault alarms further. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that nursing staff exchanged the patient's system controller at their bedside due to an emergency backup battery (ebb) fault alarm. Log files were submitted for review and the event log files captured the reported ebb faults on (B)(6)2025 from 14:39 to 14:45, ending when the driveline was disconnected due to the controller exchange. The ebb faults were caused by the ebb failing the load test and resolved after the controller exchange.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.